Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 23mm aortic valve, implanted for seven (7) years and three (3) months, is being evaluated for a valve-in-valve procedure due to one of the leaflets is non mobile with moderate to severe stenosis. Patient presented with significant dyspnea.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
Updated sections: b3, b5, g3, g6, h6 health effect - impact code.

Event description:
It was reported that this patient with a 3300tfx 23mm aortic valve, implanted for 7 years and 5 months, underwent a valve-in-valve procedure due to one of the leaflets is non mobile with moderate to severe stenosis. Patient presented with significant dyspnea. The procedure was performed with a 23mm 9750tfx transcatheter valve.

Event description:
It was reported that this patient with a 3300tfx 23mm aortic valve, implanted for 7 years and 5 months, underwent a valve-in-valve procedure due to one of the leaflets is non mobile with moderate to severe stenosis. Patient presented with significant dyspnea. The procedure was performed with a 23mm 9750tfx transcatheter valve. The patient outcome at the end of the procedure as stable and was discharged on pod#1.

Manufacturer narrative:
A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event.